Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported event of ineffective stimulation was not confirmed. The return octrode lead passed all electrical testing. No root cause was identified for reported issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23464. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.